Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked, however, it was observed to be torn on both the left and right sides. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula despite the tears.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 49 and 71 hours. When the pod was removed from the infusion site (arm), the pod's cannula was found bent. As treatment, the patient administered bolus corrections.

Manufacturer narrative:
Please see corrected coding in h6: removed b24, and added b12, and b14 removed c0601, and added c24